Manufacturer narrative:
The insulin pump alarmed motor error during the rewind process due to a corroded motor home switch. The insulin pump was unable to perform the displacement test due to the motor error alarm. The insulin pump was received with a minor scratched display window, broken reservoir tube lip, missing reservoir tube o-ring, and cracked reservoir tube.

Event description:
It was reported that the insulin pump was exchanged. The insulin pump was to be converted into a canadian loan unit. The caller did not provide the blood glucose reading.